Event description:
React health received a complaint from a durable medical equipment provider of a patient passing away while using the device. The device was returned to react health and evaluated on (B)(6) 2025, where it was determined to be operating according to the manufacturer's specifications. The manufacturer has not taken possession of the device as of this report.